Event description:
It was reported that during an initial implant procedure, the catheter was observed to be experiencing rotational movement during a fixation attempt, but without any visible fixation torque transfer. As a result, the leadless pacemaker (lp) was covered and a new fixation position was attempted, in which the torque was able to be transferred into rotational movement. After performing a tension test, loss of capture and low pacing impedance were observed on the lp. The patient also experienced discomfort during the procedure. Furthermore, the patient experienced an arrhythmia due to atrial fibrillation with a slow ventricular heart rate, which then progressed into ventricular fibrillation and a hemodynamic collapse occurred. External defibrillation and cardiopulmonary resuscitation (CPR) were administered but were unsuccessful and the patient passed away.